Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. A technical support specialist guided the customer through unplugging the power cable from the power outlet on the wall, then, the customer was instructed to reconnect the power cable and press the power button to turn the cabinet back on once the screen went black. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex cabinet was down. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.